Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Returned to manufacturer.

Event description:
It was reported the patient was revised to address adverse local tissue reaction, osteolysis, and in-vivo implant tribocorrosion. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. A cocr femoral head and the associated liner were returned. There are no allegations against the liner, therefore, no visual evaluation or dimensional analysis was performed. Visual evaluation of the head identified the following : there was dark debris in the taper. Scratches were observed on the outer spherical surface. No other damages were noted. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Circumferential bands of deposits were observed in the taper. Quantitative eds of the taper's surface identified the following: 1) biological material containing some or all of c, o, mg, p, s, and ca. 2) cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. 3) titanium, possibly transferred from the stem taper. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. No other issues were noted. Additional information does not change the final conclusion of the previous investigation. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Operative report noted that upon entering the joint, osteolytic debris was found. There was not much fluid present. Neck and head were removed and corrosion was seen on the neck taper and inside the head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.